Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding an implantable neurostimulator (ins) for the treatment of essential tremor and movement disorders. It was reported the right vim monopolar getting an orange connectivity and 2176 ohms(case and 8). Last impedance was run with 8840 in (B)(6) 2018 with no electrodes out of range (c and 8 1668 ohms). They ran impedance again (c and 8 2182). It was noted the clinician's tablet was still on older 1.0 version. It was updated to 1.1, reran impedances at 3v and all contacts were green (c and 8 at 1460 ohms). Troubleshooting resolved reported issue. It was also noted the patient had increased tremors and tingling in the hands. No further complications were reported or anticipated.